Event description:
It was reported to boston scientific that a captivator ii snare was used to remove a polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was securely attached to the active cord, however, it would not effectively cut, and coagulation was not working. No visible problem was noted with the cautery pin. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a050702 captures the reportable event of snare loop unable to cut.